Manufacturer narrative:
The biomedical engineer (bme) reported that the g7 monitor had a persistent touch by the silence alarm button. Each time this occurred, the staff resolved it by rebooting the device, but the issue would return after a short time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the g7 monitor had a persistent touch by the silence alarm button. Each time this occurred, the staff resolved it by rebooting the device, but the issue would return after a short time. No patient harm was reported.